Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with chipped top case on front corners and cracked handle, cracked case bottom by l-bracket and cracked right plunger case. During analysis, supercap post alarm was found at power up. It was noted that the low profile black supercap on the main board was not operating as intended and was the cause of the reported issue. Service replaced the main board, the cracked case top, the case bottom and right plunger to correct the reported issue. Service also performed preventive maintenance and functional tests were passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be design.

Event description:
Information was received indicating that prior to use, a smiths medical medfusion exhibited a main board issue and had a crack on case. There were no patients involved in this event. No adverse effects were reported.